Manufacturer narrative:
The reported issue of thermal decomposition of device was verified. Visual inspection verified that the power plug on the ac power adapter was melted; however, there was burn damage on a green contact strip, no other damage was present on the transmitter or the ac power adapter. The transmitter unit was powered on successfully once the original prongs were swapped with the testing prongs and plugged into a working ac electrical outlet. Further analysis was performed using the testing prongs. The unit proceeded to boot up to sleep mode, which is considered normal behavior for a transmitter. Software v8.3 rev.1 was installed with success and the patient data was deleted successfully.

Event description:
It was reported that the transmitter exhibited a spark and phone cord was burnt when the patient plugged it in. The transmitter has been replaced. There were no patient consequences.